Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized on (B)(6) 2021 as they were experiencing high blood glucose level 485 mg/dl and diabetic ketoacidosis which was treated by insulin drip. Customer removed set and found cannula was bent. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.